Event description:
Device 3 of 4. Reference device MFR reports: 1627487-2009-00330 through 1627487-2009-00333. The pt received his scs system consisting of an ipg, paddle lead, and two anchors on (B) (6) 2009. It was reported that the pt developed an infection. The physician was going to explant the system, but instead placed the pt on long-term antibiotics. On (B) (6) 2009, it was reported that the pt's lead had migrated. The physician explanted the pt's system. The hospital kept the ipg and it is unk if the other devices will be returned to the MFR for analysis.

Manufacturer narrative:
Device 3 of 4. Device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.